Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported a false positive result on a sample of cord blood in the forward type a microtube for with mts abd monoclonal and reverse grouping card lot 012114037-13. Result was reported in the a microtube as 2+ mixed field and the provue interpretation was a positive for the blood type. Customer confirmed this by visual inspection of the result. Customer¿s policy is to repeat testing in an abd/abd card. The result was o positive. Nothing unusual identified. Account then repeated testing in manual gel with the same lots of products and received o positive results for both card types. Customer reported o positive results as customer believes this to be the true result. No erroneous results were released. No other samples have been affected. Daily qc was performed and found to be acceptable. All reagents were stored as per IFU and had normal appearance prior to use.